Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Reportedly, the pump did not deliver insulin as intended. Multiple follow up attempts were performed to complete troubleshooting, however, a response was not received. A root cause was not able to be determined.